Manufacturer narrative:
This is a report of a use error where the patient¿s puppy chewed through the tubing of the homechoice cassette. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain five of six of peritoneal dialysis therapy. During the troubleshooting, the patient reported that their puppy chewed through the tubes. The technical service representative advised the patient to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.